Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was indicated that the operating system for the smart device was not a supported system, which is off-label usage of the device. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. (B)(4) pairing test was performed and passed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause is no communication - gap in logs. No injury or medical intervention was reported.